Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen would not illuminate upon receiving the pump out of box. There was no impact to customer's blood glucose level. Pump had not been used for insulin therapy.